Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported during the implant procedure that the physician could not get the helix to deploy with first introduction of the lead. The lead was removed and the physician rotated the helix approximately 80 rotations and helix 'popped out'. The physician was 'not comfortable' using the lead. The lead was not implanted. No patient complications were reported as a result of this event.